Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received but does not reflect full investigation window. The reported failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and unit passed. Performed share log review and no issues were found. (B)(6) bluetooth device pairing test: pass. Global transmitter final functional test: pass. The customer complaint was undetermined because the log does not show full issue date to be investigated. The reported event of transmitter failed error was undetermined. A root cause could not be determined.